Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
During a procedure, the physician activated the ultrasonic output and the ultrasonic output error displayed. When the physician reassembled the subject device, the probe tip suddenly broke off outside the patient. There was no patient harm reported.